Event description:
It was reported that bd precisionglide¿ needle was blocked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305110, batch no.: 8361850. It was reported that the needle was blocked. Verbatim: needle blocked. 1. Description of issue: customer reported that he was attempting to fill syringe with insulin. When he took the syringe out and noticed it was not filled with correct amount he then put syringe back in insulin vial and attempt to get more insulin but the need was only picking up air and no insulin. When customer tried to remove the air the syringe would not budge. 2. Number of occurrences:1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Customer declined bd follow up for returning product. No further follow up is required. Customer got a new needle/syringe to fill cartridge and was able to load cartridge successfully.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was blocked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 8361850. It was reported that the needle was blocked. Verbatim: needle blocked. Description of issue: customer reported that he was attempting to fill syringe with insulin. When he took the syringe out and noticed it was not filled with correct amount he then put syringe back in insulin vial and attempt to get more insulin but the need was only picking up air and no insulin. When customer tried to remove the air the syringe would not budge. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further follow up is required. Customer got a new needle/syringe to fill cartridge and was able to load cartridge successfully.